Event description:
There was no device failure, malfunction or complaint reported. The pt was undergoing a mitral valve repair procedure. The endoarterial return cannula was placed in the femoral artery without difficulty. During placement of the clamp catheter, the guidewire "took a turn" at the level of the illiac artery. Suggesting a tortuous vessel. The catheter itself was advanced uneventfully. A test bolous of cardiopulmonary bypass flow resulted in high line pressures. Nonetheless, cardiopulmonary bypass was started, and an aortic dissection including the assending aorta was soon visible by echocardiography. A sternatomy was performed, circularoty arrest achieved, and a repair graft placed. The pt was awake and alert postoperatively.